Manufacturer narrative:
After analyzing the instrument and instrument data, it was determined that the fire was caused by user spilling diluent fluid on top of the slide maker. The auto-slide component of the instrument has been removed and will be replaced by siemens.

Manufacturer narrative:
Siemens filed the initial MDR# 2432235-2011-00077 on (B)(6) 2011. Updated (B)(4) 2012: it was determined that the fire was caused by a liquid spill into the printer electronics portion of the autoslide, which caused a short-circuit of the electronics.

Event description:
The autoslide printer caught fire on an advia 2120i instrument. There were no reports of adverse health consequences or known user or patient intervention due to the fire.